Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse inspected the system and confirmed the errors on universal surgical manipulator (usm1) of patient side cart (psc) via system logs but, was unable to replicate the errors. Fse replaced the usm1 to resolve the reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the usm1; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the universal surgical manipulator (usm1) on patient side cart (psc) had an issue. Customer had to power cycle the system. When the system was powered on, it threw a non-recoverable fault. Customer had to disable usm1 to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The component was analyzed and it was found to have an error 1162 indicating a fault on ac magnetic cannula sensor. The usm was installed onto a golden system and onto a psc fixture test platform (pftp) where it passed all relevant testing. Although a definitive root cause could not be established, the probable root cause is attributed to the axes controller spar connector (acsc) printed circuit assembly (pca) in the usm. While failure analysis confirmed the issue via log review, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.